Manufacturer narrative:
The rpt'd condition was confirmed however, the exact cause could not be reliably determined.

Event description:
The device was used during a herniorrhaphy procedure. Reportedly, the suture broke. The surgeon used another product without pt injury.